Event description:
Anesthesia machine set-up for use and the circuit was checked and it held appropriate pressure. The case was started - induction, pt ventilated mask then intubated, ventilate, and circuit working fine. Disconnected less than one minute to position in magnetic resonance imaging. When pt rehooked up ther was a tremendous leak. Quickly discovered broken breathing hose and the hose was immediately replaced. The anesthesia machine was not bumped in anyway. Upon exam, noted end of other breathing hose also looks fragile. The pt's condition/oxygen saturation remained stable.